Manufacturer narrative:
The device was returned to the olympus service center for evaluation. The device inspection and testing found that the device could not be turned on due to a defective converter, confirming the reported power issue. Further inspection of the device found the xenon lamp had a slight burn on the surface. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported a power failure when powering on the evis exera iii xenon light source, with a suspected internal short circuit. It was reported that the intended case was completed using the same device. There was no reported delay of more than 15 minutes. There was no report of user injury due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that the cause was that the converter could not supply appropriate power due to a failure. The cause of the converter failure could not be identified. Olympus will continue to monitor field performance for this device.